Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was also noted that the trip wire returned unloaded from the handle assembly. The handle presented marks of the trip wire being secured. The ligator head returned with five bands attached and some of them were moved out from their original positions and were overlapped. Additionally, the ligator head was attached to the suture thread and the suture thread was attached to the distal trip wire loop. No problems were found on the ligator head teeth. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. Based on the investigation of previously reported similar events, boston scientific has determined the most probable root cause for this event was traced to the manufacturing process. This problem is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2021. During the procedure, the band could not fire. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2021. During the procedure, the band could not fire. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.